Event description:
The fe reported that the system displayed corrupted images deleted (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was tested and found to be working as intended and returned to service.